Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of peritonitis was reported as "internal". The patient was recovering from the peritonitis. On an unreported date, dianeal therapy was withdrawn. Concomitant medications were not reported. The nurse stated that the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd883512 and gd882639 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.